Event description:
Hypopyon [hypopyon]. Case description: serious device report, 2000026406us: an ophthalmologist reported a pt who developed a hypopyon after cataract extraction with lens implant, ceeon lens, model 912/22.0 (d) performed in 2000. Six days later, pt was seen postop by the ophthalmologist and diagnosed with a hypopyon. A culture was done, 12 hour and 72 hour, but results were not available. The pt underwent keratotomy with temporary keratoprosthesis, evacuation of the anterior chamber, pars plana vitrectomy, and injection of intravitreal antibiotic. A corneal graft was done as a result of an intracorneal abscess. Intravitreal injections of vancomycin and ancef were given. The iol was removed and is to be returned to pharmacia for analysis. Environmental cultures were also performed by the surgery center and an analysis is to be provided. Outcome is unknown. Case comment: the incidence of endophthalmitis following cataract surgery and iol implantation varies between 0.06 and 0.33% (1). Trans-scleral suture fixation and polypropylene haptics were believed to be risk factors associated with postoperative endophthalmitis after secondary iol surgery. Organisms can also be introduced into the eye during surgery from contact of the iol with external ocular surfaces. In addition surgical technique has been shown to strongly affect the incidence of culture positive anterior chamber aspirates. The relation between the event and the medical device is unlikely. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event. 1) lohamn c p et al. Diagnosis of infectious endophthalmitis after cataract surgery by polymerase chain reaction. J. Cataract refract. Surg. 1998, 24, 6: 821-6.

Event description:
11/10/00: f/u was rec'd from the ophthalmologist. He indicated that the pt also experienced a moderate intraocular infection and acute corneal decompensation. He also indicated that the adverse reactions were not lens related. The iol was explanted in 2000 and returned to pharmacia in 2000. A corneal transplant was performed. The prognosis and outcome were reported as "fair".